Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative replaced central processing unit (cpu) and performed system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer or evaluation. The received computer booted normally to application screen but an sr manager error was displayed when trying to start cranial application. This is an unrecoverable error and the computer restarts. Computer passed all other testings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, navigation system displayed sr manager failure. Rebooting the system multiple times did not resolve the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.